Event description:
This event was reported as leaflet disruption and insufficiency. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification within each cusp, especially concentrated at each attachment site, which resulted in stenosis of the effective orifice area, leaflet disruptions, including detachment of each cusp, as well as incomplete coaptation. Host tissue overgrowth fused both attachment sites of the right-coronary cusp, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp, especially concentrated at each attachment site. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.